Event description:
Caller reported that a malfunction occurred on the pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level as it did not exceed specified limits. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.